Event description:
It was reported that during an advanced evaluation trial, a patient developed an infection at the pocket site and was taking cephalexin at the time of infection. The patient was taken to urgent care two days prior to the report and was prescribed three antibiotic injections of 1 gram rocephin ending the day after the report. The infection and redness was decreasing. The patient also had pain in the right hip since surgery that was decreasing since the injection. The patient would resume cephalexin the day after the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).